Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubble. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the size of air bubble was 1 cm. Customer stated that the no rewind with a reservoir in place and performed high pressure test and no leak detected but fluid was in insulin pump. The device will not be returned for analysis.